Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for approximately 100 patient samples tested for ion selective electrode (ise) sodium on a cobas 8000 ise module. The customer stated that results were recovering lower than previously reported for these patients. The customer noted that controls were fine in the morning after daily and weekly maintenance had been carried out. The customer changed the ise standard solution, performed an ise check, and calibrated; all were ok. Later, one of the staff had noticed that an ise sodium result for one sample was lower than expected compared to a previous result from the patient. Upon repeat of this sample, the result was higher than the previous by 10 mmol/l. When controls were checked, all had dropped about 10 mmol/l. Other samples were then re-checked. The customer provided examples from seven patient samples that had erroneous ise sodium results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The first sample initially resulted as 132 mmol/l. Upon repeat, the sample resulted as 144 mmol/l. The second sample initially resulted as 131 mmol/l. Upon repeat, the sample resulted as 141 mmol/l. The third sample initially resulted as 131 mmol/l. Upon repeat, the sample resulted as 141 mmol/l. The fourth sample initially resulted as 118 mmol/l. Upon repeat, the sample resulted as 128 mmol/l. The fifth sample initially resulted as 134 mmol/l. Upon repeat, the sample resulted as 142 mmol/l. The sixth sample initially resulted as 134 mmol/l. Upon repeat, the sample resulted as 143 mmol/l. The seventh sample initially resulted as 127 mmol/l. Upon repeat, the sample resulted as 135 mmol/l. The patients were not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The customer noticed that a sampling error had occurred on the instrument during the time the samples were tested.

Manufacturer narrative:
It was stated that ise sodium result differences of up to 12 mmol/l was seen with the affected samples. It was stated that one sample out of (B)(4) was seen to have very slight gel cords smearing up the sides of the tube. It was also stated that sample tubes from elderly patients are rarely filled correctly. The field service engineer noticed that the wrong pinch tubing was installed on the analyzer. The tubing has been replaced. A pipetting accuracy check and an ise check were performed; these were ok. The ise potassium electrode was found to be out of date and was replaced after precision studies had been performed. When electrodes at the site were checked, 18 of these, including 4 ise sodium electrodes, were found to be past their expiration date. The customer has provided data for 20 additional patient samples that were questioned. Of this data, 18 samples had erroneous ise sodium results. It was asked, but it is not known if the initial erroneous results were reported outside of the laboratory. Refer to the attachment for the result data, including relevant test data for each sample. No adverse events were alleged to have occurred with these patients.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. As the issue occurred only with ise sodium and other ise tests were not affected, investigations have determined that there may have been an issue with calibration or re-calibration. Operator handling of calibration standards or internal standard reagent is the most probable root cause.